Event description:
It was reported that the patient presented in clinic for a routine generator change. Prior to procedure, it was noted that the right atrial (ra) lead was failing to capture and had dislodged. The ra lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece. Final analysis found no issues or anomalies.